Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon profile problem occurred. In-stent restenosis occurred to a non-bsc stent implanted two weeks ago in the moderately tortuous and non-calcified left descending artery (lad). A 3.50mm x 20mm maverick²¿ balloon catheter was selected for use to dilate the lesion at the proximal end of the implanted stent. The balloon was inflated once at 12 atmospheres and then was noticed to be much longer than the marker bands. The procedure was completed with this device. An optical coherence tomography (oct) was taken after procedure and no dissection was noted to the vessel. No patient complications were reported and the patient's status was stable.